Event description:
It was reported that the patient experienced urinary incontinence, due to the sling was not working. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.